Event description:
It was reported by a customer complaint that the patient was hospitalized due to a diabetic ketoacidosis. The specific events that led up to the hospitalization were not reported. It was alleged that the cartridge cap was not secure and may have been damaged. The device will be returned for evaluation to determine if the device could have caused or contributed to the alleged adverse event.